Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date has been ruled out as a potential root cause. Additionally, not prepping the skin with an antiseptic solution has been ruled out. The patient suspects their pants are always brushing against the receiver site and they bang it on things when working around the house. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the redness is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
On (B)(6) 2025, the patient was seen in the office and the receiver site is still red. Antibiotics were prescribed a month ago. The nurse practitioner noted the site is looking better and no interventions were performed.